Event description:
A customer contacted beckman coulter (bec) reporting a diluent leak from under the coulter lh 750 hematology analyzer and onto the floor. The volume of the leak was approximately less than 2 liters of diluent. The leak was not contained within the instrument. Personal protective equipment (ppe) was worn by all operators when the leak was discovered and while trouble shooting was performed. The ppe consists of a laboratory coat, gloves, and face protection. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found that the tubing from port 7 on the blood sample valve (bsv) was disconnected and the differential heater connector had gotten wet from the leak, which disabled the heater. The fse reconnected the tubing, unplugged the connector and dried out the electrical components to repair the instrument. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).